Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the patient it fell off into the mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the problem. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and blood and tissue were present. The plunger had been fully depressed and retracted.